Event description:
It was reported that the dexcom g7 cgm experienced signal loss to the ilet while the dexcom mobile app continued to display glucose readings, indicating the cgm was functioning and that the issue involved wireless communication and pairing between devices. Symptoms included no adverse clinical effects and no reported changes in blood glucose. Outcomes included no medical intervention and no hospitalization. Investigation included guided troubleshooting with bluetooth toggling, device restart, and re-entry of the pairing code, which reinitiated the pairing process. Investigation of this case revealed a communication interruption between the cgm and the ilet consistent with intermittent bluetooth connectivity, with no device damage reported and no impact on glucose values. It was concluded, based on previously established findings for similar reports, that the cause was environmental or use-related wireless interference leading to temporary loss of connection.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.